Manufacturer narrative:
Should additional information become available for the patient a supplemental record will be filed.

Event description:
Dealer advised mode switch works intermittently. Dealer advised reprogrammed joystick and same issue.